Event description:
Device returned to manufacturer with report of "pt went into itb withdrawal -catheter replaced - pump ok." Follow up with hcp revealed pt developed symptoms overnight and presented in the emergency room. Symptoms included increased spasticity, itching hands and feet, fever, nausea and vomiting, and anxiety. Hcp did sideport test with free flow found, volumes in pump were ok, system was x-rayed and appeared intact. Catheter was replaced. Symptoms resolved and pt did well post replacement. Pt presented 9/2003, experiencing nausea, vomiting, increased spasticity and some itching. Pt was bolused with 50 mcg of baclofen and received good response. Hcp is uncertain of origin of symptoms for this occurrence.